Event description:
A hospital in florida reported to us that several mr370 reusable adult humidification chambers have cracked during use with the hc500 respiratory humidifier. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for inspection. A follow up will be provided.